Event description:
It was reported the patient¿s stimulation did not feel right. It was noted the patient had not had stimulation on for two and a half to three months since their pump was working. It was reported the patient wanted to be reprogrammed. A few months later the patient reported that she wanted to contact a company representative to schedule a pre-op for a revision regarding her spinal cord stimulation (scs) implant. The patient has not heard back from her health care provider (hcp) when her hcp said they would set up a pre-op three weeks ago. The issue was discovered six weeks ago. The company representative hooked up to the implant and reviewed issue with two leads and that the ins battery was ten years old, ¿battery up¿. The patient could not use the therapy until the ins was replaced. Additional information has been requested to find out if any intervention was performed and the outcome of the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 3998, lot# j0444101v, implanted: 2004-(B)(6), product type lead. Product ID 748940, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 7435, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient. Product ID 748940, serial# (B)(4), implanted: 2004-(B)(6), product type extension. Product ID 3998, lot# j0444101v, implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported this time there was no scs battery replacement scheduled. The patient¿s battery was just fine. The patient had her scs off for quite some time because she had the pump, the length of time was unknown. The rep turned stimulation on, and all lead impedances were good and the patient was receiving effective stimulation in continuous mode. The patient was reportedly doing well and the physician was weaningher off the pump and she was only using the scs. The event was previously reported for serious injury, however the follow up information above suggests that no revision or replacement was required or performed. Thus, the event is not considered a serious injury.